Manufacturer narrative:
Section e3: occupation is patient/consumer. The meter and test strips were requested for investigation. The meter and test strips were received for investigation. The returned product was measured with a retention meter in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 hct: 43%. Donor 2 hct: 48%. Testing results: donor #1: retention meter and master lot strips: 2.3 inr . Customer meter and customer strips: 2.3 inr. Donor #2: retention meter and master lot strips: 2.7 inr. Customer meter and customer strips: 2.8 inr. All inr values were within the specified target ranges, confirming the functionality of the coaguchek measuring system. No error messages occurred. The returned customer material and the retention material comply with the specification. The alleged result of 5.2 inr was observed in the memory of the patient's returned meter. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined. H3 other text : na.

Event description:
We received an allegation of discrepant inr results between a patient¿s coaguchek inrange meter serial number (B)(4) compared to the doctor¿s coaguchek meter. The result from the patient¿s meter at 9:00 a.m. Was 5.2 inr. The result from the doctor¿s meter at 9:15 a.m. Was 3.9 inr. Different fingers were used for each test. The patient¿s therapeutic range is 2.5 ¿ 3.5 inr with a testing frequency of every third day.